Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had to go to the hospital because they felt weak, sweaty, dizzy and their chest was pounding. Patient's blood glucose levels were over 400 mg/dl. Patient ended up at the emergency room and after testing the patient was diagnosed with hyperglycemia. Patient did not remember what kind of treatment was provided.